Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that both of the patient's pumps was giving a high-pressure alarm. Per reporter, the patient has been without veletri for about 2 hours. This was a continuous infusion, intravenous, 1.5mg/vl. The set flow rate and volume delivered were unknown. The position of the pump when the alarm occurred is unknown. Per reporter, medical intervention was provided to the patient at the emergency room. The pharmacy did not replace the product. The patient did not have a backup product they were able to switch to. The patient was not able to successfully continue her therapy.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: no device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.